Manufacturer narrative:
The insulin pump was programmed with a bolus and monitored. The bolus was properly delivered and recorded in the bolus history screen. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump did not record all the blood glucose values in its bolus history. The customer's blood glucose value was unknown. A replacement insulin pump will be sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.